Event description:
Adverse event(s): "hypotony." (Intraocular pressure, delayed, uncontrolled); "sclerotomy required." (No code available); "cause was not completed" (no code available). Product problem(s): "system message code displayed." (Device displays error message); "loss of infusion." (Infusion or flow issue); "vacuum inactivated." (Aspiration issue). A surgeon reported a system message was displayed at the end of a 23 gauge vitrectomy surgery. Infusion and aspiration functions were disabled. The surgeon restarted the system; a new pack was used, and the cassette was exchanged. However, the problem persisted with the same system message. The pt's eye became hypotonic and a sclerotomy was required. Manual aspiration was performed due to the problems with the aspiration function. The surgery was not completed. The surgeon will monitor the pt in order to see whether additional surgery will be necessary.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).